Manufacturer narrative:
Other relevant device(s) are: catalog # unknown endurant limb, serial # unknown, use by date: unknown, manufactured date: unknown, and upn# unknown.

Event description:
The patient was treated for a 50mm diameter pre-operatively ruptured iliac artery (contralateral side) aneurysm. The peripheral vessels were diseased. During the index procedure, in order to treat the rupture in the left common iliac artery, two endurant stent grafts (etuf2314c102ej and one unknown limb) were implanted from the left cia to the external iliac artery. While the patient was under observation, the vessel from the implant device site to the distal site occluded. It was reported that during a post procedure follow-up, it was confirmed that the left distal vessel was partly occluded. The physician elected to implant an endurant ii aui device on the right side, performed a femoral-femoral bypass procedure, and the event was resolved. The physician stated the cause of the event is due to the diseased vessels. The patient was urgently transferred to the hospital due to the rupture in the cia. No additional clinical sequelae were reported and the patient is fine.